Manufacturer narrative:
No product was returned for this complaint and valid serial number has not been provided. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer¿s mother reported that on (B)(6) 2019 customer received ¿inaccurate¿ readings from her adc freestyle libre sensor. All the reported readings were high, but she noted that the sensor results were lower than the results received via capillary test and provided the following results: meter: 16.1 mmol/l (290 mg/dl) vs sensor: 12 mmol/l (216 mg/dl) and meter: 16.1 mmol/l (290 mg/dl) vs sensor: 13 mmol/l (234 mg/dl). Caller further reported the customer lost consciousness and had a seizure, while she was sleeping. Customer was treated with a glucagon injection and gluco gel and then taken to the (B)(6) hospital. At the hospital, an EKG was done but no additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2019 customer received ¿inaccurate¿ readings from her adc freestyle libre sensor. All the reported readings were high, but she noted that the sensor results were lower than the results received via capillary test and provided the following results: meter: 16.1 mmol/l (290 mg/dl) vs sensor: 12 mmol/l (216 mg/dl) and meter: 16.1 mmol/l (290 mg/dl) vs sensor: 13 mmol/l (234 mg/dl). Caller further reported the customer lost consciousness and had a seizure, while she was sleeping. Customer was treated with a glucagon injection and gluco gel and then taken to the (B)(6) hospital. At the hospital, an EKG was done but no additional treatment was provided. There was no report of death or permanent injury associated with this event.